Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/24/2020. H.6. Investigation: bd received 24 samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for cloudy tubes with the incident lot was observed. Additionally, 200 retention samples from bd inventory were evaluated by visual examination and the issue of cloudy tubes was not observed. Whilst this may be aesthetically displeasing it is not understood to affect the efficiency of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that prior to use there were 500 tubes that appeared "foggy" with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: tubes seems "foggy" on the tube wall.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use there were 500 tubes that appeared "foggy" with a bd vacutainer® sst¿ ii advance plus blood collection tubes. The following information was provided by the initial reporter: tubes seems "foggy" on the tube wall.